Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an explant procedure wherein all device components were removed and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7120886/7120488.